Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The system likely failed to generate x-ray as the workstation was black. This will have resulted in a loss of the image display. There is no report of death or serious injury.